Event description:
It was reported that a user experienced loss of continuous glucose readings from a Dexcom G7 sensor while using the iLet, and the glucose value returned during the call after brief signal loss; troubleshooting and education were completed. Symptoms included no clinical symptoms reported. Outcomes included no impact to health, no medical intervention, and no hospitalization. Investigation included user interview and troubleshooting focused on communication and signal integrity. Investigation of this case revealed intermittent CGM signal loss with readings resuming without corrective action, consistent with transient connectivity disruption between the CGM and the iLet, with no device component damage observed. It was concluded, based on established findings for similar reports, that the most probable cause was intermittent signal interference or environmental connectivity disruption.